Event description:
On january 26, 2007, the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch fast take meter would not power on. On january 31, 2007, the medical affairs specialist (mas) spoke with the pt to obtain and verify info. For approx one month, the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The pt was unaware she had been prescribed the incorrect test strips for this meter. On december 15, 2006 at 10:00 pm, the pt was experiencing the symptoms of weakness and sweating. The pt did not attempt to test her blood glucose level using the reported meter, or with any other device. No action was taken by the pt to treat her symptoms. Emergency services were contacted. Paramedics arrived, and tested the pt's blood glucose level to be 67 mg/dl. The pt was treated with oral glucose and felt better afterwards. The pt was not transported to the hospital. The pt takes nph insulin on a sliding scale based on meter readings. The pt had taken her usual meals and medications on the day of the event. She was unable to state the amounts of insulin taken that day. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt was using the incorrect test strips, which can cause the meter to not power on. The meter, test strips and control solution were replaced. Although the pt was using the incorrect test strips for the reported meter, she was unable to obtain actionable blood glucose readings. The pt was unable to determine her appropriate sliding scale insulin doses. The pt experienced symptoms that suggested hypoglycemia. She received emergency medical attention and treatment with glucose, therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.